Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event to 40 mg/dl for approximately 30 minutes, received device low and urgent low alerts, and self-treated with oral glucose, with the context prior to the event not established. Symptoms included lightheadedness, blurry vision, and dizziness. Outcomes included no need for professional medical intervention and no assistance required from others. Investigation included complaint intake, user interview, and troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed an adverse event of hypoglycemia with an unclear cause and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.